Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on insertion of a laparoscopic grasper, the device had a disengaged seal. The white seal on the 5mm reducer cap fell into the patient¿s cavity and was retrieved by a laparoscopic grasper to complete the case. There was no patient injury.